Event description:
It was reported by service report that the mattress would not remain connected to the littler; incorrect mattress was being used on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress.